Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 15, 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to facilitate large stones to pass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent delivery system was unable to advance past the stone and was unable to deploy. Reportedly, the stent was partially covered by the outer sheath when it was removed from the patient. The procedure was cancelled and the patient was rescheduled for a repeat procedure the following week which was completed successfully. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary rx fully covered rmv stent was used to allow large stones to pass. However, per wallflex biliary rx fully covered stent system rmv, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Blocks e1 (initial reporter's title, first name and last name) and e3 (initial reporter's occupation) have been updated with additional information received on april 08, 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 15, 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to facilitate large stones to pass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent delivery system was unable to advance past the stone and was unable to deploy. Reportedly, the stent was partially covered by the outer sheath when it was removed from the patient. The procedure was cancelled and the patient was rescheduled for a repeat procedure the following week which was completed successfully. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary rx fully covered rmv stent was used to allow large stones to pass. However, per wallflex biliary rx fully covered stent system rmv, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.